Event description:
It was reported the patient was having a worsening of her nausea and was having pain all of the time at the site where the pacer was implanted. An explant of the device was planned for (B)(6) 2014. Additional information received reported the device was explanted. The patient did not experience any symptom relief. The patient had the pain at the pocket site. The patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was later reported the patient's device was explanted on (B)(6) 2014.